Manufacturer narrative:
The lens was not returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was intraoperatively removed from the patient's eye due to an unspecified reason. The incision was enlarged to remove the lens and a three piece lens was successfully implanted in the sulcus. Additional information has been requested. Reference MDR number 1119279-2013-00181. For the delivery device used during the event.